Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was overestimating its longevity. No intervention was performed. There were no patient consequences, and the patient will be further monitored.